Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer's report was duplicated and attributed to a damaged etch on a transformer component located on the pace/defib engine board. The pace/defib engine board was scrapped. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.